Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii handpiece was damaged and showed cracks and blisters in several locations. The issue was mostly on the front of the device as well as the width plates. The issue was discovered during the cleaning of the device and there was no patient harm or surgical delay reported.